Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was intermittently alarming when the systems power cord was connected. When the power is too low it can prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.